Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The customer later informed physio-control that they replaced the device's therapy connector assembly and therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to service. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were unable to connect the defibrillation therapy cable to the device due to a broken pin inside the device's therapy connector. As a result, defibrillation therapy may not have been available, if it was needed. There was no report of patient use associated with the reported event.